Event description:
Literature: tsai hc, chen sy, tsai st, hung hy, chang ch. Hypomania following bilateral ventral capsule stimulation in a pt with refractory obsessive-compulsive disorder. Biol psychiatry. Jul 15 2010;68(2):e7-8. Summary: this article describes a case of hypomania following deep brain stimulation of the bilateral ventral capsule near the nucleus accumbens (nac) in a (B)(6) male pt with refractory obsessive-compulsive disorder (ocd). Prior to surgery, the pt's score on the yale-brown obsessive-compulsive disorder scale was 39 and the pt was taking sodium valproate, sertraline, clozapine, and lorazepine. The medications remained constant after surgery. Compulsive behavior included hand washing and spitting. Event: the pt became euphoric when stimulation was increased to 4 v to relieve the ocd symptoms which still persisted one month stimulation was started. The pt did not sleep the whole night and was hyperactive and restless. For two weeks these symptoms improved, but the pt became irritable. When told to stop hand washing, the pt became furious and broke a mirror with the right hand necessitating a trip to the ER for a fractured wrist. Due to the rapid deterioration of mood and the aggressive behavior, the pt was admitted to the hospital for a suspected hypomaniac episode. The pt's medication was increased and stimulation was turned off. The hypomaniac symptoms decreased gradually within one week. Brief stimulation induced mild euphoria and decreased obsessive thoughts. A positron emission tomography showed significant activation of the nac ventral striatum during stimulation. The original stimulation settings were then maintained following the wishes of the pt's family. Two months later, symptoms still persisted. The pt then underwent revision surgery in which the stimulation sites were moved to more distal placements. The ocd symptoms persisted, but hypomaniac symptoms did not recur.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested. A copy of this article can be obtained at www.sobp.org/journal.